Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it cannot be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used with a patient. The root cause could not be determined. There was no correction conducted due to lack of information. There was no user harm. The status of the patient is unclear. Low saturation was indicated and required intervention. However, no further information was provided despite the request.

Event description:
Nurse responded to a low sats alarm. Reported "tubing" from flow sensor to heater has a "kink due to design that required tubing to lay straight up".